Manufacturer narrative:
A device history record (DHR) review could not be performed because the lot number provided by customer is invalid. There were no samples or photos received with this complaint therefore an examination of the reported condition could not be made. Based on the investigation and analysis, a possible root cause for the reported condition was identified as a miscounted pack when product is removed from the original stack of 10 sponges resulting in a shortage within the stack. As a corrective action, the supplier has trained the operators to be aware of the potential as this issue could occur during the weighting process. This complaint will be used for trending purposes.

Manufacturer narrative:
Submit date: 10/01/2015. An investigation is currently underway. Upon completion, the results will be forarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with x-ray detectable sponges. The customer states they received 9 gauze instead of 10 gauze in the pack.